Event description:
It was reported patient had a revision of right hip due to iliopsoas tendon impingement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding malposition involving a tritanium shell was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. Medical records received and evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. It was reported that the patient was revised due to iliopsoas tendon impingement. Malposition of the cup may expose anterior cup rim to psoas tendon that can lead to psoas pain, however the exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported patient had a revision of right hip due to iliopsoas tendon impingement.